Event description:
Camera overheated & pt sustained full-thickness burn in area in contact with camera.

Manufacturer narrative:
A voluntary medwatch form (access # 1013950) has been sumitted related to this MDR. At this time, co would like to update any records to show that an MDR was filed in the proper manner & within the timeframes specified for reporting deaths, serious injuries, & malfunctions. If further info is required on co's behalf, please notify co immediately.